Event description:
A registered nurse (rn) contacted global technical service (gts) regarding a concern about the home choice pro (hcp) draining the home patient (hp) too much, which occurred on the hcp during use, during drain 4 of 6. The rn stated that the hcp drained 5500ml and she told them to continue draining. The rn stated that the hcp drained out 8500ml and was still draining so she had the hp stop. The rn stated that she had the hp disconnect from the hcp. The technical service representative (tsr) asked the rn the increased intra-peritoneal volume (iipv) troubleshooting questions. The rn stated that the hp did not have difficulty, or any symptoms. The rn stated that the fill volume was set to 3000ml, and the hp has had a little discomfort with that fill volume. The rn stated that the first couple ultrafiltration (uf) volumes were 600ml, 150ml, and 50ml. The rn stated that the hp contacted her when the drain volume equaled 5038ml, and she had him close the heater line and continue to drain. The hp drained out a total of 8500ml in drain 4 of 6. The tsr contacted the hp. The tsr recommended that the hp use manual bags for the night. The hp stated that they did not have manual bags. The rn requested a follow up call. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported event. The rn stated that there was no patient injury or medical intervention associated with this event and that it strictly was a machine issue. The rn stated she thought the machine must have been pumping solution from the supply lines. The rn stated that the patient had absolutely no symptoms but drained 8500ml in two hours. The rn requested both a letter and a phone call be made with the results of the device evaluation. The patient has been continuing therapy on the cycler successfully. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet electrical and functional performance specifications. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The assignable cause of the iipv was an unexpected high ultrafiltration (uf). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.